Event description:
Information received from the field does not address the patient's clinical status but notes that holter monitoring demonstrated atrial oversensing and ventricular capture with atrial output at multiple times during the day.~~~~~~~~